Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead was unable to pace despite multiple re-positioning attempts. The lv lead was removed and replaced. The patient was stable.